Event description:
It was reported from (B)(6) that before surgery, it was observed that the motor device had ¿occasionally no function¿. During in-house engineering evaluation, it was observed that the device did not function, the motor was damaged, the swivel assembly was loose, and there was a cut in the cord. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. It was not reported if there any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was damaged. Therefore, the reported condition was confirmed. It was determined that this was due to a broken phase wire going to the motor. It was further determined that there was a cut in the cord and a loose swivel assembly. During the engineering failure analysis, it was discovered that the metal cable tie had a sharp edge that cut a hole through the ID of the outer cord. It was determined that this was due to the sharp edge of the metal cable tie that damaged the ID of the outer cord. The assignable root cause of the cut in the cord was due to a design issue. This has been escalated to CAPA. It was determined that the swivel joint separation was due to a lack of loctite threadlocker adhesion to the threaded mating inner swivel components. The assignable root cause of the swivel joint separation was due to improper assembly during manufacturing. This has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.